Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.

Event description:
It was reported that when the alarm adjust key is pressed the unit turns off. There was no patient involvement. Additional info was received that the unit was received back from repairs. The repair tech turned on the unit by battery and tried to adjust the alarms settings. The unit completely shut down without any alarms or error messages. The alarm settings could not be adjusted.